Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to damage to the imaging unit, making images temporarily unavailable. Additional issues were identified during the device evaluation: the bending section adhesive part was missing; the operating part angle fixing part was loose; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope displayed error code b30 (scope communication error). No patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error was likely caused by failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side. In addition, the cause of the image noise / issue was due to breakage of the ccd (charge-coupled device) unit. The breakage of the ccd unit was likely due to failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.